Event description:
During follow-up, an increase in capture threshold and loss of capture was noted. Diagnostic imaging was performed and dislodgement was confirmed. A lead revision was performed with good electrical measurements. The patient was in stable condition following the procedure.